Event description:
A 2.5 mm diameter x 14 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a patient for the treatment of an unknown lesion. Lesion morphology was not reported. It is unknown if the lesion was pre-dilated. The stent delivery system was inserted into the patient, and the balloon expanded. It was reported that at this time, it was noted that the stent was not at the lesion site. The stent was found in the garbage with the stylette, attached and in the hoop. No additional clinical sequelae were reported and the patient's condition is unknown.